Event description:
Routine complaint investigation when consumer reported receiving a low blood glucose reading of 150 mg/dl on the relion glucose monitor when compared to a lab comparison of 250 mg/dl. The values, when plotted on a clarke error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.